Event description:
The customer reported a battery problem with their defibrillator. There was no reported pt involvement.

Manufacturer narrative:
(B)(4). The customer reported a battery problem with their defibrillator. There was no reported pt involvement. The philips repair bench evaluated the device and confirmed the failure. A power supply failure was found. The problem was resolved by replacement of the power supply assembly. After passing all performance assurance tests the device was returned to the customer. This was a power supply malfunction that caused a failure of charge batteries.